Event description:
The customer reported that tests show error in the defibrillation at 100j. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported that tests show error in the defibrillation at 100j. No pt involvement was reported. The device was evaluated by a philips field svc engineer and the issue reported was confirmed. The customer was informed that this device has been out of support since (B)(4) 2006 and parts are no longer available. The device was returned to the customer. The customer was informed that it does not work properly. Based on the customer's report, we are considering this a malfunction.